Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section d6a: if implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section d6b: if explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section e1: telephone number: +(B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded toric monofocal intraocular lens (iol) injector advanced over the lens and failed to properly engage and deliver out of the cartridge. It was also reported that the lens was either damaged (decapitated) during the attempt or remained lodged in the cartridge preventing successful implantation. It was unknown if there was patient contact. There was no delay in procedure and no medical intervention required. No other information was provided.